Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). H6 codes: health effect - impact code - f17 sedation.

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. Approximately on (B)(6) 2023, the patient experienced a broken sensor wire 10 days after the sensor was inserted in the arm. The parent reported that when the sensor was removed, they noticed that the sensor wire was broken. The parent tried to remove the sensor wire with tweezers but were not able to do this as they could not see the sensor wire. The patient stated it felt like a thorn in her skin. For a week, a compress with ichthyol was put for the sensor wire to come out. As this did not help the patient was seen in the hospital and underwent a small surgical procedure under local anesthesia where an incision with a scalpel was made. The sensor wire could not be removed with this procedure and an x-ray was made which showed the sensor wire at a deeper location. The sensor was eventually removed with a surgical procedure in the pediatric operation room, where the patient was sedated. The procedure happened at 4pm and the patient was discharged the day after at 9am. At the time of the report the patient was well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The product was evaluated. An external visual inspection was performed and major damaged was found. External visual inspection failure was performed and sensor wire was broken. The allegation was confirmed. The probable cause could not be determined post investigation. No additional patient or event information is available.